Event description:
After insert the catheter one week there found that a little hole at the injection of disk. The patient needs to change another one.

Manufacturer narrative:
Results of investigation will be filled in supplemental report.